Event description:
The device was used during a bowel procedure. It was reported the tlc55 did not cut across the entire bowel. The device stapled completely. There was no consequence to the pt.

Manufacturer narrative:
Facility experienced an event with your proximate linear cutter while performing a bowel procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972017. The results of the investigation conducted by the appropriate engineers and technicans are listed below. Visual inspections & results: cam position: engaged/disengaged disengaged, cartridge batch number k4659e, cartridge position: loaded, drives present in cartridge present/up, firing knob position: back/partial back, gapspace pin condition: good, hook latch position: open/closed closed, instrument halves: joined/separate joined, knife condition: good, staples present? Formed/unformed 1 fomred staple in, swing tab position: lokcked/unlocke locked. Functional tests & results: intrument safety lockot properly yes, staple heights conforming n/a, staples fire properly yes, staples form properly. Analysis conclusion: based on the info receved and the visula and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed staples across the entire staple line with no difficulties noted. Addtionally, the test media was fully cut across the entire staple line. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it occurs in order to continuously imrpove the products.